Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Dysfunction implantation: (B)(6) 2015.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 serial number (B)(4), and programmer 82-3190 serial number (B)(4), the valve failed the test, during the programming process, the cam mechanism did not move. The valve was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were found. The valve was reflux tested, the valve failed the test. The valve was retested for programming. With programmer 82-3126 serial number (B)(4), and programmer 82-3190 serial number (B)(4), the valve failed the test, during the programming process the cam mechanism did not move. The valve was then pressure tested at 30mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3114 with lot crhbgg, conformed to the specifications when released to stock on the 2nd july 2014. The root cause of the problem reported by the customer is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.